Manufacturer narrative:
(B)(4). (B)(4). Malformed clip. The analysis results found that the er320 device was returned in good visual condition a plastic jar was received with a malformed clip present, however no conclusion could be reached as to how the clip was malformed. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed, and formed the remaining clips as intended. The device was found to be fully functional and conforming to our manufacturing specifications. No conclusion could be reached as to what may have caused the reported incident. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported to boston scientific corporation that an advantage transvaginal system was used during a sling placement procedure. According to the complainant, during the 12 follow-up visit, the patient experienced a grade 2 cystocele and partial obstruction voiding.

Event description:
It was reported that during a laparoscopic total gastrectomy procedure, after the clipping, the next clip was caught in the previous clip and the device could not be released. As the device was removed by pulling out forcibly, the clamped tissue was stuck in the jaw. The event occurred twice. Another device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.